Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2016 with the following findings: a review of the pump¿s black box showed pump reboots had occurred. A visual inspection of the pump revealed multiple cracks in the battery compartment. The returned battery cap was observed to have stripped threads and was unable to fully attach to the pump. The pump rebooted using the returned battery cap. A test battery cap was able to secure to the pump and was used to complete testing; no power interruptions occurred during testing with the test cap. The pump cover was removed and no evidence of internal moisture or damage was observed to the power circuit. Unrelated to the complaint, investigation revealed that the display screen was discolored. In addition, the keypad was found to be peeling up at the ok button. All keypad buttons responded appropriately. The keypad cover was removed and no contamination was found under the keypad button contacts. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.